Event description:
Connection issues associated with the ventricular channel during the implantation procedure; therefore the device was not implanted.

Manufacturer narrative:
On 03/18/2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.